Event description:
The white port of the triple lumen line began leaking within a few days of insertion. Arrow international arrow guard blue plus pressure injectable multilumen cvc kit 7 fr 3 lumens 16cm in length, .032 diameter.